Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to metallosis, osteolysis and very high cocr levels. Report noted that the stem went into varus. Also, there is corrosion on the neck and head and burnishing on the stem where it was placed in the sleeve.